Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited phantom programming. Corrective programming changes were made. No patient consequences were reported.